Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during attempted repositioning of an implanted impella cp pump, the device came back across the aortic valve. Attempts to re-cross the valve were unsuccessful, and the pump subsequently kinked in the aorta. As a result of the kink, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. The investigation for the positioning issue has been completed. The returned impella cp pump was visually observed. A cannula kink near the pump housing was observed. No other abnormalities were found. The cause of the positioning issue was use related due to improper technique as the cannula trapped under the papillary with inflow sitting near the mitral valve and led to the cannula kink. B.7 revised as information was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-11589. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11589 and should not have been. H.6 code 4628 was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-11589.